Manufacturer narrative:
(B)(4).

Event description:
It was reported that no capture threshold was observed on the rv lead. No further information is available about the rv lead. A new competitor lead was implanted. Patient was stable post procedure.